Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported initially via email on 03/09/2017, the consumer experienced ¿ulcera in cornea (suspected)¿, redness, pain, burning, tearing and discomfort. The consumer went to an eye care provider (ecp) and was prescribed with eye drops with an unspecified treatment modality. The consumer did a follow up visit (date not specified) to the ecp and noted that the eye condition has not improved. The consumer was prescribed with another eye drop with an unspecified treatment regimen and was advised to discontinue contact lens wear. Additional information received on 03/16/2017, the date of event was on (B)(6) 2017, consumer¿s both eyes were affected. Consumer sought for medical attention and the ecp suspected of corneal ulcer. Exams were conducted but not specified. Consumer was not hospitalized. Additional information has been requested, but not yet received at this time.